Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). Upon deployment of a 7 x 150 x 130 innova¿ stent, it was noted that the stent fractured. Another stent was then deployed over the fractured stent to complete the procedure. No patient complications were reported and the patient's status was fine.